Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoviewhempro vh-3500 c-ring got caught and when they pulled the cannula out of the leg, half of the c-ring remained in the tunnel. They did note that the leg had fat hanging in the way during harvest and maybe they were not able to see as clearly as usual. Although it was not easy, they removed the c-ring from the tunnel and opened up another kit to complete the harvest. There was no injury to the patient.

Manufacturer narrative:
Tw ID(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 12/11/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the cannula handle. The c-ring was observed to be cut in half longitudinally with signs of melting near the flanking curved areas. The scope wash tubing and retention rib remained attached to the cannula. The scope wash tubing and the c-ring remained attached to the cannula due the presence of a retention rib. Based on the returned condition of the device as well as the photographic evaluation, the reported failure "break; c-ring" was confirmed. Specific actions for the reported failure mode is being maintained and documented under maquet's corrective and preventive action (CAPA) system. The lot # 3000333524 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.